Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode recently fractured, resulting in over-sensed artifacts and subsequent inappropriate shock delivery. The physician elected to explanted and replace the electrode to resolve the event and no additional adverse patient effects were reported. This s-ICD electrode is expected to be returned for analysis, but has not yet been received.